Event description:
It was reported the patient was in ¿constant pain¿ and didn¿t ¿feel like anything was going through the pump.¿ however, the patient was told by the health care provider (hcp) she had two months of dilaudid left in her pump. The patient took break through medications, however since the patient stopped taking the medication ¿about a month ago,¿ she stated ¿almost the whole right side¿ was burning and felt like ¿pins and needles." Her feet also had the same sensation which caused ambulation difficulty. It was said she only had ¿soma left.¿ the patient reported to the emergency room the week prior to this report date. She was treated with narcotic pain medication, which did not help her. The pump was used to deliver dilaudid at 17mg/day.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l50554, implanted: (B)(6) 1998, product type: catheter. (B)(4).